Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: during an evlt procedure, when the treating physician was ablating a vein segment on the patient, he noticed that the clear plastic hub/locking mechanism on the fiber detached from the fiber shaft. When the fiber/hub was locked into the sheath, he pulled back on the sheath as normal. The sheath came back but the fiber stayed in the same spot in the patient. This was not noticed until well after 90 seconds of ablating. There was no report of permanent harm or injury to the patient due to this event, however the physician does anticipate some burning of fat and surrounding tissue. The disposable device has been returned for a device evaluation.

Manufacturer narrative:
Returned for evaluation was 65cm fiber and a tre-sheath. A visual examination noted the fiber was advanced into the tre-sheath. The sheath lock fitting was more than finger tight. After loosening the lock, it was noted that the lock could be moved along the fiber shaft. The reported complaint description of "clear plastic hub/locking mechanism on the fiber got stripped from the actual fiber" is confirmed. Although the complaint description is confirmed, a definitive root cause for the event cannot be determined. A possible contributing factor could be due to user technique. It is possible that the user placed too much force on the fiber once it is up against the fiber stop, causing the fiber to bend away from the path of the plasma pen. As a result of this, adversely affecting the resultant surface energy from the plasma treatment. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 20cm." Although this theory cannot be definitely determined it does not appear to be design or manufacturing related. Adequate process controls are in place to detect this failure. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).